Manufacturer narrative:
The event is recorded by zimmer biomet under (B)(4). The following sections were updated/corrected: date of event,date of report,description of event or problem,date received by MFR,type of report,follow up type,additional narrative.

Event description:
Skin graft mesher was giving incomplete mesh. The event took place during meshing of previously recovered cadaveric donor skin.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on november 29, 2018, it was reported that the unit was giving incomplete mesh during meshing of previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number 1301009, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was september 26, 2018 where it was reported that the device produced an incomplete mesh and the roller, bushings, side plates, roller gear, comb, washers, and shoulder bolts were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was september 26, 2018 where it was reported that the device produced an incomplete mesh and the cutter produced an incomplete sample mesh and was deemed non-repairable. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was september 26, 2018 where it was reported that the device produced an incomplete mesh and the cutter produced an incomplete sample mesh and was deemed non-repairable. Product review of the skin graft mesher on december 12, 2018 revealed that the calibration and sample mesh could not be taken due to the damaged comb. The roller and roller gear were also visibly damaged. The 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number 1301009 both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 12, 2018 which included replacement of the roller, comb, and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb, roller and roller gear were damaged. The 1.5:1 and 2:1 ratio cutters both produced an incomplete sample mesh and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb, roller and roller gear were damaged. The 1.5:1 and 2:1 ratio cutters both produced an incomplete sample mesh and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Skin graft mesher was giving incomplete mesh. This took place with cadaveric donor skin. No adverse events were reported as a result of this malfunction.